Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the clip delivery system was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Clip delivery system (cds 51216u109) referenced is filed under a separate medwatch MFR number.

Event description:
This is filed to report irregular movement of clip delivery system (cds 51216u107); if this were to reoccur, it has the potential to cause tissue damage. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. There was a slightly restricted posterior leaflet. The first clip delivery system (cds 51216u107) was advanced to the left atrium (la). During advancement, the delivery catheter (dc) shaft deflected anterior, resulting in an abnormal curvature. Attempts were made to release tension, but the steering issue continued. The cds was removed and replaced. A second cds was advanced to the mitral valve and the clip was deployed centrally. The mr was reduced to 2, with a remaining lateral jet. The third cds (51216u109) was advanced to the mitral valve and the clip was positioned lateral to the first clip. The mr was reduced to 1. Clip deployment was started. The gripper line was confirmed to move freely. After releasing the clip, the cds was removed, inadvertently leaving the gripper line in place. Tension was observed on the clip and the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). The mr grade increased from 1 to 2. The gripper line was carefully removed. A total of two clips were implanted, reducing the mr to 2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from the lot. All available information was investigated and a definitive cause for the reported difficult to position in this incident could not be determined. It is possible that there were procedural interactions (e.g. The patient anatomy, curves on the device etc.) Which resulted in increased tension on the device and therefore contributed to the delivery catheter shaft positioning issue; however, this cannot be confirmed. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.